Event description:
A ventilator was returned for service. There was no harm or injury reported. During the initial evaluation of the device at service center, it was noted the blower was not working. At this time the evaluation and repair is not complete. A final report will be submitted when the manufacturer's investigation is complete.